Manufacturer narrative:
A review of the event log showed that both the anti-d reagents had higher than expected volumes. A review of the image result files showed that no anti-d reagent was added to the test wells. The customer was advised to verify that no bubbles were present in the vials during testing and to repeat testing. The expected results were obtained. The customer was made aware of technical communication (B)(4) regarding liquid level detection and that the presence of bubbles may cause the sample or reagent to be pipetted incorrectly leading to unexpected negative interpretations. The instrument is operating according to specifications.

Event description:
A customer reported obtaining unexpected rh negative typing results on galileo echo (B)(4).